Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
PICC broke at the hub after patient moved his arm. According to the nurse, the line was not stuck or caught on anything.

Manufacturer narrative:
Sample device was returned for evaluation. A review of the device found that the PICC line is broken, 0.5 cm from the hub. The customer complaint was confirmed. The most probable cause for the catheter breakage may be related to patient activity or movement, or catheter breakage could be related to excessive tensile/pulling force during use. Since the break appears to be due to an event within the user environment, no corrective action required at this time. H3 other text : placeholder.